Event description:
Customer reported that the ventilator was cycling on a patient when the ventilator stopped cycling. Ventilator was taken off the patient. The biomed discovered the air module was defective. The biomed replaced the defective air module, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturer's specifications. Ventilator was returned back to service. There were no patient injuries.